Event description:
Additional information received from the manufacturer representative reported the patient had returned to the clinic and was being well managed on electrode combination c+0-. All other electrodes were still reading high.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209935401, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported the device was programmed approximately two hours after implant. At that time, 9 out of 10 electrode combinations were greater than 4,000 ohms. Only the combination c and 0 was viable. That combination was used and good sensation was achieved at 0.6v. Additional x-rays were taken and there was nothing obviously wrong/broken. It was noted the manufacturer representative did not normally program the same day as implant. The patient was due back for review in one month. No further information was reported. A follow up report will be sent if additional information is received.